Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity, which, resulted in an alert in the remote home monitoring system. No adverse patient effects were reported. This device remains in service. Additional information was requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.